Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with 3 relion® insulin syringe the hub separated from device. The following information was provided by the initial reporter: relion consumer reported, needle hub separated when removing shield.

Event description:
It was reported that prior to use with 3 relion® insulin syringe the hub separated from device. The following information was provided by the initial reporter: relion consumer reported, needle hub separated when removing shield.

Manufacturer narrative:
H.6. Investigation: customer returned two (2) 31gx8mm, 0.3ml insulin syringes from an open polybag from lot 0027372. Consumer reported, needle hub separated when removing shield. Both returned syringes were examined, and it was observed that both syringes exhibited a needle hub/shield assembly properly attached to the syringe barrel; removing the cannula shield from both syringes did not result in hub separation. No evidence of manufacturing defect was observed. Since no defects were observed, the alleged issue could not be confirmed. A review of the device history record was completed for batch # 0027372 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint.